Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The provider states, the seat back will not lock into place.